Manufacturer narrative:
The customer reported problem of the ac light not coming on was confirmed however the reported problem of bad power supply was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Ac light not coming on/bad pwr supply. Unresponsive key in the keypad. (B)(4). There was no patient involvement.